Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test and the reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her reservoir had air bubbles. The patient's blood glucose at the time of incident was 246 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The size of the bubbles exceeded the size of champagne bubbles. The insulin pump was not rewound with a reservoir in place. The insulin was also stored at room temperature. The customer changed the infusion set and ran a prime. The air bubbles did not persist after the set change. No products were returned for analysis.